Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 37603, dbs ipg; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient that had a deep brain stimulation implantable pulse generator (ipg) implanted along with a absorbable antibacterial envelope. The patient had reported discomfort at the at the implant site and approximately nine months post implant a pocket revision was completed. When the surgeon opened the incision they found that the absorbable antibacterial envelope had fused to the underlying tissue. The surgeon had to cut away the tissue and extension in order to remove the envelope. The ipg was placed back into the pocket and an antibiotic powder was placed in the pocket and the incision was closed. No further patient complications have been reported as a result of this event.